Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer issue. The customer support specialist remoted into the application via task manager, once restarted, user logs in and attempts to issue meds, drawer opens. The system functioned as intended after the customer support specialist troubleshooted the device. Serial number, UDI number and manufacturer date were blank and requested tsc for the affected device serial number.

Event description:
It was reported by the customer that a pyxis medbank system had a drawer issue. The customer stated that drawer didn't open while trying to issue med and no option to retry, screen froze at count back. There were no adverse events or injuries reported based on this event.